Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: after using the device for two hours, cutting became dull and a new device was opened to complete the procedure. Operating room time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).